Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay and alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation assay on a cobas 8000 c702 module. Calcium: initial result: 1.49 mmol/l. 1st repeat result: 2.27 mmol/l. 2nd repeat result: 2.34 mmol/l. Alanine aminotransferase: initial result: 54.6 u/l. 1st repeat result: 19.7 u/l. 2nd repeat result: 16.9 u/l. The initial results did not match the patient's clinical diagnosis, prompting the repeat of the sample. No questionable results were reported outside the laboratory. The repeat results were aligned with the patient's clinical expectations.

Manufacturer narrative:
The calcium gen.2 reagent lot number was 926317. The expiration date was not provided. The alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation reagent lot number was 957837. The expiration date was not provided. The qc was acceptable. The field service engineer (fse) found white crystals at the junction of the cuvettes. Upon disassembly, he found that some cuvettes were corroded due to inadequate cleaning. An open reagent contamination was suspected. The fse replaced the reaction cuvettes and performed qc with successful results. The investigation is ongoing.